Event description:
It was reported by the patient that they were burned by their vns after it exploded (this claim is previously captured within this report). Diagnostics are see to be okay. No other relevant information has been received to date.

Event description:
It was reported in (B)(6) 2020 that the patient's generator could no longer be interrogated. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. Because the generator's longevity tables/battery life calculation predicts >8 years of battery life but this generator lasted only around 4 years, it can be reasonably concluded that this generator is prematurely depleting due to the laser-routing process discussed above. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Follow up with the facility the patient was reported to have visited after moving revealed that a few months prior to the initial report, the patient's vns was at an intensified follow-up indicator (ifi) condition. The medical professional was unable to locate a vns tablet with the patient's information on it for review.

Event description:
It was reported by the patient that they were concerned that their m105 vns generator was affected by a recall. This was determined to be an allegation of premature end of life, or eol. Follow up with the company representative revealed that the patient had just moved and at the latest appointment in the new location with an unknown physician, the vns was at an intensified follow-up indicator, or ifi, condition with good impedance. It was reported that the patient was having more seizures recently, but that the physician attributed these as being due to the end of life on the generator. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The vns was confirmed as laser routed. No additional relevant information has been received to date.